Event description:
It was reported that the housing was damaged; however, the device evaluation found a damaged downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged downstream occlusion seal. Functional testing was performed. The downstream occlusion seal was replaced. The event history log was reviewed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.